Manufacturer narrative:
(B)(4). Evaluation results: myocardial infarction & revascularization.

Event description:
Three endeavor sprint rx stents were implanted during index procedure. One endeavor sprint rx was implanted to the mid left anterior descending, one endeavor sprint rx was implanted to the mid left circumflex and one endeavor sprint rx was implanted to the proximal left circumflex. At 30 day and 3 month follow ups pts worst angina status was reported as unk per ccsc criteria. Six months post index post procedure the pt suffered an inferoseptal wall ischemia. Pci was performed and another endeavor sprint rx was implanted to the mid right coronary artery. Indication for pci: objective signs of ischemia at rest (ECG changes) or during exercise test (or equivalent) presumable related to the target vessel. The investigator indicated that the reported event was not related to the device/procedure. (Ref MFR #9612164-2011-00522, 9612164-2011-00523).